Event description:
Breast implants made me sick. I have had multiple tests because of my breast implants, I had a very disturbing high ana test, but did not conclude autoimmune result. They told me to just take antidepressants to control all my problems. FDA safety report ID # (B)(4).